Manufacturer narrative:
Failure of the ultrafiltration (uf) pump thermal fuse. No further info available from the facility. A review of the dtf and cpf histories is not possible since the machine serial number is not known. A secondary search of the dtf history for this product is not possible. The technician at the facility found the uf (ultrafiltration) pump thermal fuse to be opened (failed). The failed thermal fuse was not returned for investigation. It has been seen previously that a failed thermal fuse is caused by the wax inside the fuse melting, which causes the fuse to open. This is what the fuse is designed to do. Previous investigations have determined that the wax melts at the correct temperature. It is not known at this time what causes the wax to melt. There were two other incidents reported with this one. Customer contacted:n. Sales/service contacted by investigator:n training required:n.

Event description:
During s dialysis treatment, it was reported that the uf (ultrafiltration) pump thermal fuse failed. There was no further info available. This MDR was inadvertently not reported within the allotted time period.